Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information indicating that a patient had received an email requesting additional information to proceed with the replacement of her recalled device. The patient was provided with the correct confirmation number for reference. The patient, originally from canada, relocated to the united states in 2019. She reported that she cleans her chamber, mask, and tubing weekly using dawn dish soap and water. The patient also shared that she began experiencing respiratory issues approximately four years ago while still using the device. She described symptoms including tightness in her chest and shortness of breath. After consulting her primary care physician, a stress test was performed, which determined that her shortness of breath was not cardiac-related. Additionally, the patient mentioned having had covid at some point. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is submitted to provide additional information from the manufacturer's final investigation findings and to include the related coding fields, UDI, and date received by mfg. The manufacturer previously reported: " the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information indicating that a patient had received an email requesting additional information to proceed with the replacement of her recalled device. The patient was provided with the correct confirmation number for reference. The patient, originally from canada, relocated to the united states in 2019. She reported that she cleans her chamber, mask, and tubing weekly using dawn dish soap and water. The patient also shared that she began experiencing respiratory issues approximately four years ago while still using the device. She described symptoms including tightness in her chest and shortness of breath. After consulting her primary care physician, a stress test was performed, which determined that her shortness of breath was not cardiac-related. Additionally, the patient mentioned having had covid at some point. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.